Event description:
The customer reported that the system had no power. This resulted a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The power circuit breaker was reset during the service call. The system was found to be working as intended and put back into service.